Event description:
Pt underwent a difficult port-a-cath insertion. 10:20 am pacu recovered without incident. At time of discharge nurse noted a pipping sound upon removal of left forearm IV butterfly. The intima appeared jagged. Dr was notified and examined pt and indicated there "maybe" a minute pierce of catheter in the vein. Pt received instructions and was discharged.